Manufacturer narrative:
PMA 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Manufacturing date: february 19, 2014. Expiry date: february 01, 2024. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had an infection on the philos plate and the plate has been removed and the patient received antibiotics.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The date of event was reported as (B)(6) 2015; however, it is unclear if this was the date the infection was confirmed or the date the symptoms began. This report is for an unknown quantity of unknown screws. Part and lot numbers were not provided by reporter. It is believed the subject device is still implanted in the patient. The subject device is expected to be returned to the synthes manufacturer for evaluation. (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a philos study# (B)(4) patient underwent surgery to treat a deep wound infection on (B)(6) 2015. Wound debridement was performed and antibiotics, anticoagulant (clexane), and analgesics were administered. The patient was admitted to intensive care for physiotherapy. The philos plate and associated hardware were implanted on (B)(4) 2015. This complaint is related to a second incident of wound infection and intervention. The related complaint is reported in (B)(4). This report is for an unknown quantity of unknown screws. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device is not expected to be returned to the synthes manufacturer for evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.